Event description:
Boston scientific received information that the communicator would not power on during the initial setup attempt. The communicator power supply was replaced.

Manufacturer narrative:
Laboratory analysis confirmed the reported observation. Upon receipt at our post-market quality assurance laboratory, a thorough evaluation of the power supply was performed. Visual observation noted that the power supply case was melted, a faint burn smell was noted and the power supply had no power output. Available information indicates that the communicator remains in service.